Event description:
The facility reported an infusion pump with an 812:02 failure code. This report was noted during biomed testing. The biomed facility stated that no pt injury or medical intervention was involved with this pump. Info was requested regarding the date this report occurred, the medication, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.